Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. The patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with fortum (1 gram, intraperitoneal, for 4 days) and cloxacillin (1 gram, intraperitoneal, for 4 days) for peritonitis. Four days after the event onset, the patient was treated with cloxacillin (1gram, intraperitoneal and given four times a day, for 17 days) for peritonitis. At the time of this report, the patient was recovered from the event and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that the solution bag was cloudy prior to use. H10: upon further investigation, it was reported the cause of the peritonitis was associated with a drug product; therefore, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.